Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va0aabs, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient had surgery on (B)(6) 2013 and was (B)(6) and at the time of report they were (B)(6). It was noted the patient hadn't changed anything as far as eating and exercising. It was stated the patient had changed the program from 2-3 and within 3-4 days of changing the program they went from (B)(6). Reportedly, prior to changing the program the patient wasn't feeling stimulation and when they changed programs they were able to feel stimulation again. The patient felt like they had to go to the bathroom but when they go not very much come out. It was noted this started after changing programs on (B)(6) 2014. The patient stated they knew they were putting out less than they were taking in and knew there was water retention. The patient measured their output and it was only an ounce. It was later reported the patient's device was reprogrammed and they were feeling stimulation at an appropriate level and feeling it in the perineum area. The patient was indicated for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor.